Event description:
Was severely ill, multiple autoimmune issues, grade IV capsular contracture, extra capsular rupture of textured implant, large seroma, infection all right breast resulting in emergent radical mastectomy of right breast, lost entire chest wall and rib cage (B)(6) of 2017, left deformed with lasting effects on my health. Suspected alcl. FDA safety report ID# (B)(4).